Event description:
Customer mentioned that the paramedics were called due to low blood glucose readings of 16 mg/dl. Customer reported that the sensor is not reading correctly. Customer stated that the sensor was reading 160 mg/dl when his blood glucose readings was really 521 mg/dl. Customer stated that they struggled to lower their blood glucose readings. Customer hung up the phone when attempting to collect further information on the paramedics and the low episode. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.